Event description:
The following was reported to davol: it was reported that when opened the ventralight st inner sterile foil pouch was alleged to have an open seal. This condition was obvious to the user and another same device was used in the case without issue. Problem was noted prior to use on the patient and there was no impact to the patient. As a breach of sterility was reported an MDR is filed to document this event.

Manufacturer narrative:
Returned was the printed carton envelope which was undamaged and contained the IFU and the inner sterile foil pouch. The area in question was observed and a tear/cut was noted on the right corner of the chevron end. Looking at the chevron end corner flap adjacent to the tear it was noted that the seal weld peeled open by approx 2" beginning at the tear; breach to the sterile barrier was confirmed to this area of the foil pouch. At this time we are unable to identify a definitive root cause. A review of the manufacturing records shows that no anomalies were noted during the manufacturing of this lot. A complaint history review found that no other reports of this nature have been received to date for this lot of (B)(4) units released to stock on 04/2014. Visual examination indicated that a condition of this nature would not be likely to go undetected during MFR.